Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.50 x 24 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The proximal struts were bunched distally. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found inner lumen damage 138.4cm distal to the distal end of strain relief. An examination (visual and via scope) found no issues with the tip. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21may2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a 2.5x20mm maverick balloon catheter, a 2.50x24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.